Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had black screen. A field service engineer (fse) found the station randomly dropping to a black screen, occurring at least 10 times over the past two weeks. The station was a 2 door unit with matrix and half height drawer. Cable inspection showed no cuts or damage to the pyibus cable, and the remote manager connection appeared intact. Windows logs indicated power failures. The fse replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station dropped to black screen. However, there were no delay to patient care and adverse events or injuries reported based on this incident.